Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported an internal an error that results in a loss of mechanical ventilation. There was no report of patient involvement.